Event description:
The customer contact reported a leak. On an unspecified date, the primary tubing set was being used to deliver an unspecified concentration of saline, at an unspecified date, via a plum pump. At an unspecified time, the male adapter of unspecified secondary tubing set was connected to the clave secondary port of the primary tubing set for a piggyback delivery of an unspecified volume of packed red blood cells (prbcs). After an unspecified length of time, it was reported that an unspecified volume of prbcs leaked from an unspecified location at the bottom of the cassette. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the service was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.